Event description:
On (B)(6) 2012, this pt underwent repair of an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. It was reported that after implantation of a trunk-ipsilateral leg component, a guidewire would not advance through the left external iliac artery (eia) to connect a contralateral leg component to the trunk's gate. The physician attempted to change guidewires; however, the wire would not advance. It was reported the narrowest portion of the left eia was almost occluded and was very tortuous. A decision was made to convert the pt to an aorto-uni-iliac with femoral-femoral bypass. Iliac extender component and two aortic extender components were implanted to repair the aneurysm. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.